Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates that a power on reset (por) occurred on (B)(4) 2010. The por severity is low. The device should be able to fully recover after the reset. The diagnostic information is consistent with the event.

Event description:
It was reported that a power on reset occurred due to a memory parity error. The device was reprogrammed to clear the reset. The device remains in use. No patient complications were reported as a result of this event.